Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The initial reporter information for name and address in the initial medwatch report is incorrect, updated this information to the correct initial reporter.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral upper and lower abdomen on (B)(6) 2019 using the cooladvantage coolcore and coolcurve+ contour applicators and to the bilateral lower abdomen on (B)(6) 2019 using the cooladvantage coolcore contour who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Following treatment, the abdomen developed visible enlargement. On (B)(6)2019 the patient was assessed by a physician who diagnosed abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
On 05-aug-2019 allergan received report that a 45-year-old female patient received coolsculpting treatment to the middle part of her abdomen on (B)(6) 2019, and a month later noticed swelling on the treated area. Upon examination by a physician on (B)(6) 2019, the patient was found to have "mild rectus separation in the upper zone and a small umbilical hernia." The physician recommended surgical hernia repair.

Manufacturer narrative:
The alleged occurrence of hernia was assessed as a serious injury related to the use of the coolsculpting device. Hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the coolsculpting procedure when a vacuum applicator is used, and this is detailed in the coolsculpting user manual under warnings, where it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has made diligent attempts to request additional information from the clinic, but no additional device and treatment information has been received to date. More information is being sought. A supplemental MDR shall be submitted pending receipt of additional information.

Event description:
On (B)(6) 2019 allergan received report that a (B)(6) year-old female patient received coolsculpting treatment to the middle part of her abdomen on (B)(6) 2019, and a month later noticed swelling on the treated area. Upon examination by a physician on (B)(6) 2019, the patient was found to have "mild rectus separation in the upper zone and a small umbilical hernia." The physician recommended surgical hernia repair.